Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the lower case was broken but was unable to confirm that a self-test error was generated. Analysis also found that the upper case and lead flex cover were broken, that the ring cover was contaminated and the keyboard scratched (B)(4).

Event description:
It was reported that the external pulse generator had a damaged case and also generated a self-test failure message. The generator was returned for service. No patient complications have been reported as a result of this event.